Manufacturer narrative:
Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.